Event description:
It was reported that two days post implant, the patient alert sounded due to high impedance on the right ventricular lead and both the defibrillation and superior vena cava (svc) lead impedances were greater than 200 ohms. The patient was returned to the operating room (or) in order for the lead connection to the device to be evaluated and the lead integrity to be evaluated. The disposition of the device and lead is unknown at this time. No patient complications have been reported as a result of this event. It was later reported that while the lead-to-device connection looked good on fluoroscopy, the right ventricular lead, which was additionally reported to be a competitor lead, pulled out of the header with gentle traction. The competitor lead was reinserted into the device header and the set screw was tighted. The device and competitor lead remain in use.

Event description:
It was reported that two days post implant, the patient alert sounded due to high impedance on the right ventricular lead and both the defibrillation and superior vena cava (svc) lead impedances were greater than 200 ohms. The patient was returned to the operating room (or) in order for the lead connection to the device to be evaluated and the lead integrity to be evaluated. The disposition of the lead is unknown at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without lot numbers or device and lead serial numbers, the manufacturing dates cannot be determined. Redacting FDA rpt./# (B)(4) because the lead was later reported to be a competitor lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.